Event description:
It was reported the device was used for a endoscopic vein harvesting procedure. It was reported that the device was used for the saphenous vein in the leg. It was reported by the affiliate that the surgeon experienced difficulty with inserting the scope into the subcu-retractor and dissector. It was reported that the surgeon could not fully insert without a lot of force. There was no pt consequence.

Manufacturer narrative:
D6; device was not returned for evaluation.